Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, undersensing resulting in a loss of capture and inappropriate low voltage pacing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed. The patient was in stable condition.